Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication with the chief perfusionist under previous cases from this hospital, livanova (B)(4) learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices in use at the hospital are very clean and there is no sign of biofilm. The devices are located inside the operating theatre during use. The serial numbers of the device used for this surgery is unknown. However, two (2) over five (5) devices used at the hospital resulted to be contaminated. Only one serial number has been provided (B)(4) and a follow up report for the other cases associated to this specific device has been filed. The second serial number remains unknown as well as the type of contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a female patient undergone cardiac surgery on (B)(6) 2019 and an heater-cooler system 3t was used. The patient was then confirmed to be infected with mycobacterium. This event was initially captured under importer report number 1718850 -2020-01097 and manufacturer report number 9611109 -2020 -00374 and then splitted following to additional information received.